Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('approximately 1.3 cm of the coil tracks into the myometrium and is exposed at the endometrium'), pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and coeliac disease ('celiac disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain of lower extremities, knee operation, vaginal discharge, cervix inflammation and adenomyosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), dysuria ("bladder/urinary problems"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removed and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, rheumatoid arthritis, coeliac disease, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, dermatitis allergic, fibromyalgia, urinary tract infection, vaginal discharge, bladder disorder, dysuria, fatigue, alopecia, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coeliac disease, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, fibromyalgia, heavy menstrual bleeding, migraine, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, bladder/urinary problems: uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information , other relevant history , event : " approximately 1.3 cm of the coil tracks into the myometrium and is exposed at the endometrium" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('approximately 1.3 cm of the coil tracks into the myometrium and is exposed at the endometrium'), pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and coeliac disease ('celiac disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain of lower extremities, knee operation, vaginal discharge, cervix inflammation and adenomyosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), dysuria ("bladder/urinary problems"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, rheumatoid arthritis, coeliac disease, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, dermatitis allergic, fibromyalgia, urinary tract infection, vaginal discharge, bladder disorder, dysuria, fatigue, alopecia, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coeliac disease, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, fibromyalgia, heavy menstrual bleeding, migraine, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, bladder/urinary problems: uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test-(unspecified) result-bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and coeliac disease ('celiac disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), dysuria ("bladder/urinary problems"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, coeliac disease, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, fibromyalgia, urinary tract infection, vaginal discharge, bladder disorder, dysuria, fatigue, alopecia, migraine and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coeliac disease, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, bladder/urinary problems: uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, fibromyalgia, rheumatoid arthritis, celiac disease, bladder/urinary problems: uti, vaginal discharge, fatigue, hair loss, migraine, weight loss. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.